Manufacturer narrative:
Without the ability to contact the reporting facility, cu is unable to investigate their incident further as the initial report is lacking in any relevant detail. Cu has cross-checked the allegation of a "possible compromise in sterility" against its complaint files and has found no prior instances of the reported problem.

Event description:
As part of a review of medwatach reports available on the maude database custom ultrasonics (cu) has learned of report of a "possible compromise in sterility" that occurred more than thirteen years ago. Unfortunately, this report does not provide any means for cu to contact the reporter or facility to follow-up and confirm this report. Without the ability to follow-up, cu is not sure if this information reasonably suggests that a serious injury or device malfunction actually occurred. Nonetheless, we are reporting this incident out of an abundance of caution.